Event description:
A patient was implanted with a 4.5mm lcp curved condylar plate on (B)(6) 2012. On a follow-up visit on (B)(6) 2012 the plate was noted as broken. The patient was returned to the operating room on (B)(6) 2012 for removal of broken hardware. The patient was not revised to any other implant as he had healed.

Manufacturer narrative:
DHR review found nothing that would cause or contribute to the reported incident. All product released met specification requirements during manufacture.